Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: the pump was returned with the audio tone alarm inoperable. The pump was opened; the piezo contacts were found to be misaligned. Unrelated to the complaint, the battery compartment was observed to be cracked from the case seal traveling to the bumper.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone no sounds issue. The vibratory feature of the pump reportedly was working on the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.